Event description:
It was reported that the customer was hospitalized due to a stroke and diabetes ketoacidosis. The customer's blood glucose was over 800mg/dl. The husband stated that he did a complete infusion set change for her and did another bolus. Then at 4:00pm the customer took another bolus, and she decided to take a nap. The caller stated that her blood glucose was still high and gave her a manual injection of 10.0 units two hours later. The spouse stated that device alarmed motor error after bolusing 3.0 units. The spouse stated that the customer was throwing up all night. The alarm history was reviewed and found multiple motor error alarms. The husband mentioned that the insulin pump is cracked at the reservoir compartment. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.